Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the insertion of the peg/j tubing, the patient experienced a gastroepiploic injury, which was rectified by an immediate laparotomy and the bleeding stopped. The peg/j tubing remained in place and the patient was connected to duodopa after the procedure. The patient went to the intensive care unit after the procedure and was then discharged to the ward.